Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc specialist reviewed the instrument data and requested the customer to check aliquot probe. The customer stated that the aliquot probe coating was flaking off. Ccc specialist instructed the customer to replace the aliquot probe and clean the aliquot drain and other contact points. Ccc specialist aligned, primed and performed check 1 on newly replaced aliquot probe, which passed. The ccc specialist homed all modules, exited the diagnostic mode and reset the instrument. The customer ran quality controls on both instruments, which were within range. The customer ran precision testing, which passed. A siemens headquarter support center (hsc) reviewed the instrument data which indicated an abnormality in the patient sample in question. In addition, precision studies were acceptable and the aliquot probe was replaced after an inspection found the probe to be worn and over its recommended cycle count. The cause of the discordant, falsely depressed vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument from a different aliquot, resulting higher. The sample was then repeated on an alternate dimension vista instrument, also resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin result.